Manufacturer narrative:
The device was received by (B)(4). Reliability engineering evaluated the device and the reported problem of "low power" was confirmed. The internal components, including the motor vanes, were severely worn and causing the drill to spin slower and have reduced torque. This condition is due to wear from use over time. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) that the device has "low power". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event was unknown. There was no additional information provided.